Event description:
Customer reported meter results of 415 mg/dl, 50 mg/dl and 122 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.